Manufacturer narrative:
Based on the limited information provided we are unable to determine to what extent, if any, the arista ah may have caused or contributed to the alleged postoperative complications. Additional information was requested; however, the physician was not interested in pursuing reporting the cases. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. At this time no conclusion can be made. The instructions for use for the arista ah product warns: once hemostasis is achieved, excess arista¿ ah should be removed from the site of application by irrigation and aspiration particularly when used in and around foramina of bone, areas of bony confine, the spinal cord, and/or the optic nerve and chiasm. Arista¿ ah swells to its maximum volume immediately upon contact with blood or other fluids. Dry, white arista¿ ah should be removed. The possibility of the product interfering with normal function and/or causing compression necrosis of surrounding tissues due to swelling is reduced by removal of excess dry material. Swelling (edema) and bruising (ecchymosis) are both listed identified as possible adverse patient outcomes. This file represents the first patient. An additional emdr was submitted for the second patient.

Event description:
It was reported by the bd sales rep. That a customer had two patients that underwent a total knee procedure, experience post-op complications. They were attributing these complications to possibly be related to the arista ah hemostat. Per the physicians assistant, there was no evidence of infection, but both patients experienced blistering/wound complications and developed a deep medial and lateral swelling, bruising, blistering as well as slow healing wounds. These events presented around the time the customer began using arista ah hemostat, and has not occurred since they stopped using the product. It was believed that arista was the only thing that changed in their procedure, which is why they attributed these complications to the product. Complaint details were limited as the physician was not interested in pursuing reporting the cases and did not provide product identifiers or lot numbers. Two MDR's are being submitted to document the reported events. This file represents the first patient complication.